Event description:
It was reported that the patient presented during clinical follow up. It was noted that the implant cardiac monitor (icm) could not be interrogated. Premature battery depletion was observed from merlin remote transmission. No interventions were performed. The patient was in stable condition.